Event description:
It was reported that during an angioplasty treatment procedure stent damage occurred. The patient presented with an acute myocardial infarction, the physician identified the stent struts of a 2.75x16mm liberte stent were damaged and the device could not be used.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was blood and contrast in the guide wire lumen. The presence of blood and contrast in the guide wire lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported stent damage was noticed. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first proximal stent strut row had two stent struts stretched and bent. The distal tip was damaged. The magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed stent and tip damage. A thorough analysis of the returned device could confirm the reported stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).